Event description:
A pt reported they were unable to receive a reading on their one touch ultra meter due to the meter allegedly not powering on. There was no result on their meter as the pt was unable to test. The result on their friend's one touch ultra meter was 367mg/dl. Pt reported symptoms of feeling shaky, nervous and dizzy. Treatment was insulin dosage. No further info has been reported.